Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After stent implantation, a 2.50mm x 20mm maverick balloon catheter was advanced for post dilation. However, during inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and completed the procedure with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After stent implantation, a 2.50mm x 20mm maverick balloon catheter was advanced for post dilation. However, during inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and completed the procedure with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick balloon catheter. The hypotube, shaft, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device revealed that there was a 9mm longitudinal tear from the middle to the distal end of the balloon. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.